Manufacturer narrative:
(B)(4). The device was not returned for evaluation and the lot number is unknown. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Event description:
The patient experienced bleeding during a superdimension procedure. The physician reported that he took the scope out because of blood and the lung appeared to be collapsing due to scope being wedged for a long period of time. After a few minutes, the lung went back to normal and the bleeding stopped. The physician did not attribute the bleeding to the crosscountry tool. If additional information is received a follow-up report will be submitted.